Manufacturer narrative:
A relationship between the remunitypro system and the patient's report of a rapid heart rate could not be assessed based on the available information. Efforts to obtain additional information relevant to the reported event, from accredo health group, inc., were unsuccessful. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 29-dec-2025 from accredo health group, inc. And forwarded to millyard advanced medical products, llc on 30-dec-2025. It was reported that the patient presented to the emergency room on (B)(6) 2025 due to a rapid heart rate. It was further reported that the patient had to exchange two cassettes prematurely; however, no details regarding the reason for the exchanges were provided. The patient reportedly switched to their backup remunitypro system. Information provided by accredo health group, inc. Stated that the patient's therapy was interrupted for an unknown duration and it was unclear whether the patient's increased heart rate was related to the premature cassette exchanges.